Manufacturer narrative:
Device manufacture date: date: 07/06/2015 conclusion / root cause: the reported pressure sensor error was not duplicated. This central processing unit (cpu) printed circuit board assembly (pcba) was tested and no failures were identified. This gas delivery subsystem (gds) system was tested and no failures were identified. There were no other faults found with the motor controller (mc) board after replacement of c187 under (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced cpu pcba, power management pcba, motor controller pcba and gds assembly.. Applicable final testing was performed per operating specifications and passed.